Event description:
It was reported that the reservoir of a (B)(6) basal/bolus infusor lv device had ruptured during patient use at the hospital. The device was filled with ropivacaine hydrochloride hydrate. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.